Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor was drawing 3 a and would not power up. The cause of the monitor issue was a defective component. The low esr capacitor (component c10), located on the computer/monitor board pca, had failed resulting in the loss of the main 12 v supply. The root cause of the defective component cannot be positively identified but was likely random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.

Event description:
A (B)(4) old male pt contacted zoll lifecor customer support service to report that his monitor stopped working in the middle of the night. The pt was provided with a replacement monitor.